Event description:
Patient (B)(6) has a history of ventricular tachyarrhythmias and previous subcutaneous defibrillator implantation. Her defibrillator has reached the end of service and is under recall for premature battery depletion.